Manufacturer narrative:
(B)(4). The pt101 airvo2 humidifier user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." It is also stated that "during power outage, the auditory alarm will sound for at least 120 seconds. If power is reconnected in this time, the unit will automatically restart, unless the 'audio pause' button has been pressed. " additionally, the user manual also warns the user: the unit is not intended for life support. Appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost. The airvo visual/auditory warning alarms and fault alarms meet the medium priority requirements as defined in iec 60601-1-8, the international standard comprising general requirements for basic safety and essential performance for medical electrical equipment and medical electrical systems. The hospital has stated that they place no fault on the device. We are currently attempting to obtain more information from the hospital as the hospital has stated that they are unaware of the specific airvo used during the incident. We will provide a follow-up/final report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported an incident of incorrect operation of a pt101 airvo 2 humidifier for transportation of a patient. The hospital stated that "the unit was attempted to be used for the patient transport task which the unit was not designed for (not it's intended use as there is no uninterruptible power supply)." The patient subsequently passed away. The actions taken by the facility relevant to the care of the patient are unknown. However, the hospital has since "added additional visible cues and labels to the devices we have to minimize risk of being used incorrectly. [They] have also added portable oxygen saturation monitors to the device stands for early warning of patient deterioration."

Manufacturer narrative:
(B)(4). We have contacted the hospital for further information regarding the event, however we have received no response to our questions regarding the events surrounding the reported incident. The hospital has stated that they place no fault on the device and that they are unsure of the serial number of the subject device. As a result, the subject airvo is unavailable for evaluation. The pt101 airvo2 humidifier user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." It is also stated that during power outage, "the auditory alarm will sound for at least 120 seconds. If power is reconnected in this time, the unit will automatically restart, unless the 'audio pause' button has been pressed. " additionally, the user manual also warns the user: the unit is not intended for life support. Appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost. The airvo visual/auditory warning alarms and fault alarms meet the medium priority requirements as defined in iec 60601-1-8, the international standard comprising general requirements for basic safety and essential performance for medical electrical equipment and medical electrical systems.

Event description:
A hospital in the (B)(4) reported an incident of incorrect operation of a pt101 airvo 2 humidifier for transportation of a patient. The hospital stated that "the unit was attempted to be used for the patient transport task which the unit was not designed for (not it's intended use as there is no uninterruptible power supply)." The patient subsequently passed away. The actions taken by the facility relevant to the care of the patient are unknown. However, the hospital has since "added additional visible cues and labels to the devices we have to minimize risk of being used incorrectly. [They] have also added portable oxygen saturation monitors to the device stands for early warning of patient deterioration."